Event description:
Device moved from intended location.

Manufacturer narrative:
Device moved from intended location / device material updated.

Event description:
Device moved from intended location / device material updated.